Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and weight increased ('weight gain') in a 40-year-old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis and gerd. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2016 and metronidazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced cardiac flutter ("blood/heart disorder/ blood or heart disorder/condition type: heart flutter"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On 1-oct-2010, the patient experienced polyneuropathy ("neurological conditions or problems type:polyneuropathy/neuropathy"), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery/nickel"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea, molars break apart and fall out of her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess") and was found to have weight increased (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle throughout body pain"), paraesthesia ("tingling feet, tingling in hand"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dizziness ("dizziness"), asthenia ("weakness, lost her capacity to enjoy life"), amnesia ("memory loss"), cerebrovascular accident ("stroke symptoms"), back pain ("back pain"), palpitations ("heart palpitations"), gastrooesophageal reflux disease ("acid reflux"), ovarian cyst ("ovarian cyst"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections, frequent infections"), hot flush ("hot flashes"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), adenomyosis ("adenomyosis"), the first episode of mood altered ("mood changes"), allergy to chemicals ("food, chemical, metal sensitivities"), food allergy ("food, chemical, metal sensitivities"), oedema ("edema"), hyperhidrosis ("excessive sweating"), menometrorrhagia ("menstrual irregularities/extreatmly heavy long lasting unpredictable periods"), tooth loss ("tooth loss"), cognitive disorder ("cognitive decline"), decreased activity ("lost my capacity to function in adl/ lost my capacity to enjoy life"), anaesthesia ("lost sensation in fingers of right hand (constant numbness)"), cold allergy ("increased hypersensitive reaction to cold temps"), autoimmune disorder ("autoimmune disorder"), arthritis rheumatoid aggravated ("essure reaction triggered rheumatoid arthritis symptoms: frequent arthritis 'flare-ups"), pyrexia ("low grade fevers"), influenza like illness ("flu like symptoms"), mobility decreased ("decreased mobility"), joint range of motion decreased ("decreased range of motion"), pain ("pain throughout body"), social avoidant behaviour ("complete social withdrawal"), impaired reasoning ("erratic decision making"), confusional state ("confusion"), the second episode of mood altered ("mood changes"), discomfort ("discomfort"), joint swelling ("knee swelling") and gingival abscess ("abscess in gums"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and lap band surgery). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, fibromyalgia, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, neuropathy peripheral, musculoskeletal stiffness, myalgia, paraesthesia, back pain, gastrooesophageal reflux disease, ovarian cyst, bacterial vaginosis, fungal infection, hot flush, muscle spasms, adenomyosis, allergy to chemicals, food allergy, hyperhidrosis, tooth loss, decreased activity, anaesthesia, autoimmune disorder, arthritis rheumatoid aggravated, pyrexia, influenza like illness, mobility decreased, joint range of motion decreased, pain, social avoidant behaviour, impaired reasoning, confusional state, the last episode of mood altered, discomfort and joint swelling outcome was unknown and the cardiac flutter, polyneuropathy, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, headache, nausea, weight increased, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis, abdominal distension, gastrointestinal pain, arthralgia, feeling abnormal, vaginal discharge, abdominal pain, pelvic pain, dizziness, asthenia, amnesia, cerebrovascular accident, palpitations, loss of libido, menometrorrhagia, cognitive disorder and gingival abscess had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anaesthesia, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bacterial vulvovaginitis, cardiac flutter, cerebrovascular accident, cognitive disorder, cold urticaria, confusional state, constipation, decreased activity, depression, discomfort, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, food allergy, fungal infection, gastric banding, gastrointestinal pain, gastrooesophageal reflux disease, gingival abscess, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, impaired reasoning, influenza like illness, joint range of motion decreased, joint swelling, loss of libido, menometrorrhagia, migraine, mobility decreased, muscle spasms, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, oedema, ovarian cyst, pain, palpitations, paraesthesia, pelvic pain, polyneuropathy, pregnancy with contraceptive device, pyrexia, restless legs syndrome, rheumatoid arthritis, social avoidant behaviour, temperature intolerance, tooth fracture, tooth infection, tooth loss, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of mood altered, arthritis rheumatoid aggravated, cold allergy and the second episode of mood altered to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression lot number: 645015 manufacturing date: 2009/05 expiration date: 2012/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. New events added: increased hypersensitive reaction to cold temps, autoimmune disorder, low grade fevers, flu like symptoms, decreased mobility, complete social withdrawal, erratic decision making, confusion, decreased range of motion, pain throughout body, knee swelling, abscess in gums. Reporters, concomitant drugs were added. On 14-may-2021: fu 11 & 12 process together. Pfs received: outcome of events: stroke symptoms, abscess in gums, headache, neuropathy, mood change was updated. Event 'weight loss' was made medically significant due to added surgery. On (B)(6) 2021: pfs received: no new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic wire embedded'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and weight increased ('weight gain') in a 40-year-old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis, gerd, cholecystitis, polypectomy, cholesterolosis nos, biliary dyskinesia, groin pain and pain in hip. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2016 and metronidazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced cardiac flutter ("blood/heart disorder/ blood or heart disorder/condition type: heart flutter"), rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient was found to have weight increased (seriousness criterion medically significant) and experienced polyneuropathy ("neurological conditions or problems type:polyneuropathy/neuropathy"), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery/nickel"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea, molars break apart and fall out of her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess"). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle throughout body pain"), paraesthesia ("tingling feet, tingling in hand"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dizziness ("dizziness"), asthenia ("weakness, lost her capacity to enjoy life"), amnesia ("memory loss"), cerebrovascular accident ("stroke symptoms"), back pain ("back pain"), palpitations ("heart palpitations"), gastrooesophageal reflux disease ("acid reflux"), ovarian cyst ("ovarian cyst"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections, frequent infections"), hot flush ("hot flashes"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), adenomyosis ("adenomyosis"), the first episode of mood altered ("mood changes"), allergy to chemicals ("food, chemical, metal sensitivities"), food allergy ("food, chemical, metal sensitivities"), oedema ("edema"), hyperhidrosis ("excessive sweating"), menometrorrhagia ("menstrual irregularities/extremely heavy long lasting unpredictable periods"), tooth loss ("tooth loss"), cognitive disorder ("cognitive decline"), decreased activity ("lost my capacity to function in adl/ lost my capacity to enjoy life"), anaesthesia ("lost sensation in fingers of right hand (constant numbness)"), cold allergy ("increased hypersensitive reaction to cold temps"), autoimmune disorder ("autoimmune disorder"), arthritis rheumatoid aggravated ("essure reaction triggered rheumatoid arthritis symptoms: frequent arthritis 'flare-ups"), pyrexia ("low grade fevers"), influenza like illness ("flu like symptoms"), mobility decreased ("decreased mobility"), joint range of motion decreased ("decreased range of motion"), pain ("pain throughout body"), social avoidant behaviour ("complete social withdrawal"), impaired reasoning ("erratic decision making"), confusional state ("confusion"), the second episode of mood altered ("mood changes"), discomfort ("discomfort"), joint swelling ("knee swelling") and gingival abscess ("abscess in gums") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and lap band surgery). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, heavy menstrual bleeding, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, fibromyalgia, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, neuropathy peripheral, musculoskeletal stiffness, myalgia, paraesthesia, back pain, gastrooesophageal reflux disease, ovarian cyst, bacterial vaginosis, fungal infection, hot flush, muscle spasms, adenomyosis, allergy to chemicals, food allergy, hyperhidrosis, tooth loss, decreased activity, anaesthesia, autoimmune disorder, arthritis rheumatoid aggravated, pyrexia, influenza like illness, mobility decreased, joint range of motion decreased, pain, social avoidant behaviour, impaired reasoning, confusional state, the last episode of mood altered, discomfort and joint swelling outcome was unknown and the weight increased, cardiac flutter, polyneuropathy, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, headache, nausea, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis, abdominal distension, gastrointestinal pain, arthralgia, feeling abnormal, vaginal discharge, abdominal pain, pelvic pain, dizziness, asthenia, amnesia, cerebrovascular accident, palpitations, loss of libido, menometrorrhagia, cognitive disorder and gingival abscess had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, anaesthesia, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bacterial vulvovaginitis, cardiac flutter, cerebrovascular accident, cognitive disorder, cold urticaria, confusional state, constipation, decreased activity, depression, discomfort, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, fibromyalgia, food allergy, fungal infection, gastric banding, gastrointestinal pain, gastrooesophageal reflux disease, gingival abscess, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, impaired reasoning, influenza like illness, joint range of motion decreased, joint swelling, loss of libido, menometrorrhagia, migraine, mobility decreased, muscle spasms, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, oedema, ovarian cyst, pain, palpitations, paraesthesia, pelvic pain, polyneuropathy, pregnancy with contraceptive device, pyrexia, restless legs syndrome, rheumatoid arthritis, social avoidant behaviour, temperature intolerance, tooth fracture, tooth infection, tooth loss, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of mood altered, arthritis rheumatoid aggravated, cold allergy and the second episode of mood altered to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2016: findings: both have a fine tightly coiled metallic wire embedded in their lumina suggesting contraceptive device; left tube includes a 1.2 x 0.6 cm paratubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression, lot number: 645015 manufacturing date: 2009/05 expiration date: 2012/05. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-oct-2021: mr received. Reporter information, medical history added. Event: coiled metallic wire embedded added. Fu 15 and 16 processed together. On 25-oct-2021: mr received. Reporter information, medical history added. Fu 15 and 16 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), cardiac flutter ('blood/heart disorder/ blood or heart disorder/condition type: heart flutter'), rheumatoid arthritis ('rheumatoid arthritis'), polyneuropathy ('neurological conditions or problems type:polyneuropathy') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a (B)(6) year old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis and gerd. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced polyneuropathy (seriousness criterion medically significant), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral (seriousness criterion medically significant), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss"), headache ("headaches") and myalgia ("muscle throughout body pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, polyneuropathy, fibromyalgia, headache, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, abdominal distension, gastrointestinal pain, neuropathy peripheral, musculoskeletal stiffness, feeling abnormal and myalgia outcome was unknown, the cardiac flutter, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, nausea, weight increased, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis and vaginal discharge had resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, arthralgia, bacterial vulvovaginitis, cardiac flutter, cold urticaria, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastric banding, gastrointestinal pain, headache, menorrhagia, migraine, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, polyneuropathy, pregnancy with contraceptive device, restless legs syndrome, rheumatoid arthritis, temperature intolerance, tooth fracture, tooth infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Event injury was updated to events: menorrhagia (heavy menstrual bleeding), pregnancy, miscarriage, device ineffective, heart disorder, blood disorder, nickel allergy post essure, fibromyalgia, rheumatoid arthritis, psych injury, hair loss, fatigue, gi conditions, dental probs, migraine, headaches, nausea, neuro condition/probs, weight gain and metal taste in mouth. Essure implant and explant date were added. On 1-oct-2019: plaintiff fact sheet and medical records were received. Events neurological conditions or problems type: polyneuropathy, dental problems: tooth infection, abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal) type: bacterial vaginal, lap band, allergic or hypersensitivity reaction type: cold urticarial, allergic or hypersensitivity reaction type: allergic to cold temperatures, gastrointestinal or digestive system condition type: bloating, gastrointestinal or digestive system condition type: pain, neurological conditions or problems type: peripheral neuropathy, pain joints/ hip joint pain, muscles could not move or go up the stairs (daily), psychological or psychiatric problems fogginess, vaginal discharge and muscle throughout body pain. Lot number, outcome of events, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), cardiac flutter ('blood/heart disorder/ blood or heart disorder/condition type: heart flutter'), rheumatoid arthritis ('rheumatoid arthritis'), polyneuropathy ('neurological conditions or problems type:polyneuropathy') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a 40-year-old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis and gerd. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced polyneuropathy (seriousness criterion medically significant), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea, molars break apart and fall out of her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral (seriousness criterion medically significant), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle throughout body pain"), paraesthesia ("tingling feet, tingling in hand"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dizziness ("dizziness"), asthenia ("weakness, lost her capacity to enjoy life"), amnesia ("memory loss"), cerebrovascular accident ("stroke symptoms"), back pain ("back pain"), palpitations ("heart palpitations"), gastrooesophageal reflux disease ("acid reflux"), ovarian cyst ("ovarian cyst"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections, frequent infections"), hot flush ("hot flashes"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), adenomyosis ("adenomyosis"), mood altered ("mood changes"), allergy to chemicals ("food, chemical, metal sensitivities"), food allergy ("food, chemical, metal sensitivities"), oedema ("edema"), hyperhidrosis ("excessive sweating"), menstruation irregular ("menstrual irregularities"), tooth loss ("tooth loss"), cognitive disorder ("cognitive decline"), decreased activity ("lost my capacity to function in adl/ lost my capacity to enjoy life") and hypoaesthesia ("lost sensation in fingers of right hand (constant numbness)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, polyneuropathy, fibromyalgia, headache, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, abdominal distension, gastrointestinal pain, neuropathy peripheral, musculoskeletal stiffness, feeling abnormal, myalgia, paraesthesia, abdominal pain, pelvic pain, dizziness, asthenia, amnesia, cerebrovascular accident, back pain, palpitations, gastrooesophageal reflux disease, ovarian cyst, bacterial vaginosis, fungal infection, hot flush, loss of libido, muscle spasms, adenomyosis, mood altered, allergy to chemicals, food allergy, hyperhidrosis, menstruation irregular, tooth loss, cognitive disorder, decreased activity and hypoaesthesia outcome was unknown, the cardiac flutter, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, nausea, weight increased, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis and vaginal discharge had resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bacterial vaginosis, bacterial vulvovaginitis, cardiac flutter, cerebrovascular accident, cognitive disorder, cold urticaria, constipation, decreased activity, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, food allergy, fungal infection, gastric banding, gastrointestinal pain, gastrooesophageal reflux disease, headache, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, muscle spasms, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, oedema, ovarian cyst, palpitations, paraesthesia, pelvic pain, polyneuropathy, pregnancy with contraceptive device, restless legs syndrome, rheumatoid arthritis, temperature intolerance, tooth fracture, tooth infection, tooth loss, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression. Lot number: 645015 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: events "abdominal pain, pelvic pain, dizziness, weakness, cognitive brain fog, memory loss, stroke symptoms, back pain, heart palpitations, acid reflux, ovarian cyst, bacterial vaginosis, yeast infections, hot flashes, loss of libido, abdominal spasms, adenomyosis, mood changes, food, chemical, metal sensitivities, edema, excessive sweating, menstrual irregularities, tooth loss. Lost my capacity to function in adl, lost sensation in fingers of right hand (constant numbness)" were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), cardiac flutter ('blood/heart disorder/ blood or heart disorder/condition type: heart flutter'), rheumatoid arthritis ('rheumatoid arthritis'), polyneuropathy ('neurological conditions or problems type:polyneuropathy') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a 40-year-old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis and gerd. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced polyneuropathy (seriousness criterion medically significant), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea, molars break apart and fall out of her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral (seriousness criterion medically significant), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle throughout body pain"), paraesthesia ("tingling feet, tingling in hand"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dizziness ("dizziness"), asthenia ("weakness, lost her capacity to enjoy life"), amnesia ("memory loss"), cerebrovascular accident ("stroke symptoms"), back pain ("back pain"), palpitations ("heart palpitations"), gastrooesophageal reflux disease ("acid reflux"), ovarian cyst ("ovarian cyst"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections, frequent infections"), hot flush ("hot flashes"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), adenomyosis ("adenomyosis"), mood altered ("mood changes"), allergy to chemicals ("food, chemical, metal sensitivities"), food allergy ("food, chemical, metal sensitivities"), oedema ("edema"), hyperhidrosis ("excessive sweating"), menstruation irregular ("menstrual irregularities"), tooth loss ("tooth loss"), cognitive disorder ("cognitive decline"), decreased activity ("lost my capacity to function in adl/ lost my capacity to enjoy life") and hypoaesthesia ("lost sensation in fingers of right hand (constant numbness)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, polyneuropathy, fibromyalgia, headache, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, abdominal distension, gastrointestinal pain, neuropathy peripheral, musculoskeletal stiffness, feeling abnormal, myalgia, paraesthesia, abdominal pain, pelvic pain, dizziness, asthenia, amnesia, cerebrovascular accident, back pain, palpitations, gastrooesophageal reflux disease, ovarian cyst, bacterial vaginosis, fungal infection, hot flush, loss of libido, muscle spasms, adenomyosis, mood altered, allergy to chemicals, food allergy, hyperhidrosis, menstruation irregular, tooth loss, cognitive disorder, decreased activity and hypoaesthesia outcome was unknown, the cardiac flutter, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, nausea, weight increased, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis and vaginal discharge had resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, adenomyosis, allergy to chemicals, allergy to metals, alopecia, amnesia, arthralgia, asthenia, back pain, bacterial vaginosis, bacterial vulvovaginitis, cardiac flutter, cerebrovascular accident, cognitive disorder, cold urticaria, constipation, decreased activity, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, food allergy, fungal infection, gastric banding, gastrointestinal pain, gastrooesophageal reflux disease, headache, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, muscle spasms, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, oedema, ovarian cyst, palpitations, paraesthesia, pelvic pain, polyneuropathy, pregnancy with contraceptive device, restless legs syndrome, rheumatoid arthritis, temperature intolerance, tooth fracture, tooth infection, tooth loss, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression. Lot number: 645015 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), cardiac flutter ('blood/heart disorder/ blood or heart disorder/condition type: heart flutter'), rheumatoid arthritis ('rheumatoid arthritis'), polyneuropathy ('neurological conditions or problems type:polyneuropathy') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a 40-year-old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis and gerd. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced cardiac flutter (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced polyneuropathy (seriousness criterion medically significant), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral (seriousness criterion medically significant), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss"), headache ("headaches") and myalgia ("muscle throughout body pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, polyneuropathy, fibromyalgia, headache, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, abdominal distension, gastrointestinal pain, neuropathy peripheral, musculoskeletal stiffness, feeling abnormal and myalgia outcome was unknown, the cardiac flutter, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, nausea, weight increased, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis and vaginal discharge had resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, arthralgia, bacterial vulvovaginitis, cardiac flutter, cold urticaria, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastric banding, gastrointestinal pain, headache, menorrhagia, migraine, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, polyneuropathy, pregnancy with contraceptive device, restless legs syndrome, rheumatoid arthritis, temperature intolerance, tooth fracture, tooth infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression. Lot number: 645015 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), cardiac flutter ('blood/heart disorder/ blood or heart disorder/condition type: heart flutter'), rheumatoid arthritis ('rheumatoid arthritis'), polyneuropathy ('neurological conditions or problems type:polyneuropathy') and neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') in a 40-year-old female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, endometriosis and gerd. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6)2010 to (B)(6)2016. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. On (B)(6)2010, the patient experienced cardiac flutter (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), tooth fracture ("dental probs/ dental problems: broken teeth"), tooth infection ("dental problems: tooth infection"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6)2010, the patient experienced polyneuropathy (seriousness criterion medically significant), restless legs syndrome ("neuro condition/probs/ neurological conditions or problems type:restless leg"), allergy to metals ("nickel allergy post essure/ nickel allergy/ allergic to jewellery"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: chronic constipation"), migraine ("migraine/ migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cold urticaria ("allergic or hypersensitivity reaction type: cold urticaria"), temperature intolerance ("allergic or hypersensitivity reaction type: allergic to cold temperatures"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), neuropathy peripheral (seriousness criterion medically significant), arthralgia ("pain joints/ hip joint pain"), musculoskeletal stiffness ("muscles could not move or go up the stairs (daily)") and feeling abnormal ("psychological or psychiatric problems fogginess") and was found to have weight increased ("weight gain"). On (B)(6)2010, the patient experienced dysgeusia ("metal taste in mouth/ metal taste in mouth"). In 2014, the patient underwent gastric banding ("lap band"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("miscarriage"), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle throughout body pain"), paraesthesia upper limb ("tingling in hand") and paraesthesia foot ("tingling feet"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, polyneuropathy, fibromyalgia, headache, vaginal haemorrhage, dyspareunia, gastric banding, cold urticaria, temperature intolerance, abdominal distension, gastrointestinal pain, neuropathy peripheral, musculoskeletal stiffness, feeling abnormal, myalgia, paraesthesia upper limb and paraesthesia foot outcome was unknown, the cardiac flutter, restless legs syndrome, allergy to metals, depression, alopecia, fatigue, constipation, tooth fracture, tooth infection, migraine, nausea, weight increased, dysgeusia, dysmenorrhoea, bacterial vulvovaginitis and vaginal discharge had resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, arthralgia, bacterial vulvovaginitis, cardiac flutter, cold urticaria, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastric banding, gastrointestinal pain, headache, menorrhagia, migraine, musculoskeletal stiffness, myalgia, nausea, neuropathy peripheral, paraesthesia upper limb, polyneuropathy, pregnancy with contraceptive device, restless legs syndrome, rheumatoid arthritis, temperature intolerance, tooth fracture, tooth infection, vaginal discharge, vaginal haemorrhage, weight increased and paraesthesia foot to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, depression. Lot number: 645015 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event tingling in arms and feet updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.